Event description:
It was reported that the pulse generator exhibited backup vvi operation when interrogated while still in the box prior to implant. The device was not used.

Manufacturer narrative:
Final analysis found that the pulse generator was in back-up vvi.